Manufacturer narrative:
(B)(4). Final analysis found an external abrasion breaching the outer insulation and exposing the outer coil at 10.4 cm to 10.6 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. This most likely contributed to the reported complaint of noise and oversensing from the field. (B)(4).

Event description:
It was reported that inappropriate mode switching due to noise on the right atrial lead was observed. The lead was explanted and replaced. No patient symptoms or additional information was reported.